Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 13580

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a tortuous, heavily calcified, 80% stenosed lesion. One low-speed treatment and three high-speed treatments were performed when it was observed the viperwire advance guide wire fractured 6 to 8 centimeters from the distal end due to tension on the wire. A dissection was observed after manipulations were made with the guide wire during removal of the fractured component. Two stents were placed to treat the lesion and dissection. The patient was stable. Csi ID: 13580